Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and received assistance from an emergency medical technician who administered intravenous fluids to address bg. Treatment resolved the issue with no injuries to the customer and customer did not need to go the hospital. Customer updated their pump settings to address the event.